Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with glide system activated but the needle was still exposed.

Manufacturer narrative:
Investigation: a single reportedly used safetyglide needle and an opened package from batch #7026978 (p/n305916) were received and visually evaluated. The needle was partially inserted inside the shield and held in place with tape. The safety mechanism was activated, however the tip end of the cannula could be clearly seen exposed inside the shield. It is not clear whether the safety shield was broken or incompletely constructed. Further investigation was conducted on the returned sample which indicated that the safety mechanism is defective. The plastic shield was missing the top part. Probable root cause: safetyglide assembly process. A device history record of the finished device and cannula batches review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with glide system activated but the needle was still exposed.